Event description:
The patient reported the medicine in the pump was not effective. The patient got down to (B)(6), and the pump started to protrude out of the skin due to their weight. They stated their pump was removed. Drug information was not provided. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l39974, implanted: (B)(6) 1996, product type: catheter. (B)(4).